Event description:
It was reported that leaking from the in-line filter holes of the IV tubing occurred during a blinatumomab infusion. No patient or user harm was reported. Although there was exposure as a result of the leak, proper chemo precautions were utilized during clean up of the spill. The medication (bag 280 ml), was expected to infuse 240 ml at 10 ml/hr via a primary line. Typically the tubing lasts 7 days. As a result of the leak, the infusion was stopped, and a delay in the patient¿s infusion occurred during re-preparation of the medication (approximately 100 ml).

Manufacturer narrative:
Cont'd from d.11: 250 ml b braun bag lotj8s206 exp dec 20 0.9% sodium chloride injection the customer¿s report of leaking from the in-line filter holes of the IV tubing was confirmed. Visual inspection under magnification noted small holes/tears in the membrane of the filter at the location of both of the set¿s filter vents. Clear liquid was observed in the set¿s tubing and filter. No other abnormalities were observed on the set. Functional testing resulted in drops of water flowing out of both of the filter¿s vents. Pressure testing confirmed fluid and air bubbles to be leaking from both of the filter¿s vents. The cause of the leaking was identified as several small holes/tears in the membrane of the set¿s filter at the location of both of the filter vents. The root cause of the damage to the membrane is unknown.

Manufacturer narrative:
Concomitant medical products: needleless connector, therapy date (B)(6) 2019. Although requested, device has not been received, patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that leaking from the in-line filter holes of the IV tubing occurred during a blinatumomab infusion. No patient or user harm was reported. Although there was exposure as a result of the leak, proper chemo precautions were utilized during clean up of the spill. The medication (bag 280 ml), was expected to infuse 240 ml at 10 ml/hr via a primary line. Typically the tubing lasts 7 days. As a result of the leak, the infusion was stopped, and a delay in the patient¿s infusion occurred during re-preparation of the medication (approximately 100 ml).